Event description:
On (B) (6) 2008, the patient reported that when he changed his infusion site today he found that the needle was no longer attached to the headset. He went to the hospital and, through x-ray, it was determined that the needle was in the soft tissue of the patient's buttocks. He was advised by the physician to "let it be" because, the procedure to remove it would be very invasive and difficult. He stated that the infusion site had been in use for 3 days. He was advised to change the infusion site every 2 days. No physiological effects were reported. The patient discarded the infusion set. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.